Event description:
The nurse reported that after prime/tune the surgeon noticed the tip of the probe was bent. The surgeon was unable to set the probe into the cannula. The surgeon tried to gently adjust the tip, but was unable to. The probe was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The nurse will send the sample in for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).